Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent several revision surgeries on (B)(6) 2007, (B)(6) 2008, (B)(6) 2009 and (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 concurrently with an anterior/posterior colporrhaphy, colposuspension with sacrospinous ligament fixation, placement of propylene mesh with an anterior repair, and a cystoscopy. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/4/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced bleeding, infection, fibrosis, scarring and urinary problems. It was reported that the patient underwent excision of mesh on (B)(6) 2007, (B)(6) 2009, (B)(6) 2012 and (B)(6) 2014. (B)(4) represents the adverse event which occurred on (B)(6) 2007. (B)(4) represents the adverse event which occurred on (B)(6) 2009. (B)(4) represents the adverse event which occurred on (B)(6) 2012. (B)(4) represents the adverse event which occurred on (B)(6) 2014.